Manufacturer narrative:
Eval summary: neither surgical notes nor x-rays were provided, therefore fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
Other device used: catalog # 00131314001, palacose bone cement, lot # 66244162. This report will be amended when our investigation is complete.

Event description:
It was further reported that the patient's knee was revised.

Manufacturer narrative:
Other device used: catalog # 00595006745, mis drop down stem extension, lot # 60851686. Catalog # 00596401451, nexgen lps-flex femoral, lot # 60826631. The revision surgical notes indicated both the femoral and tibial components were loose and needed removed. This confirmed the bone scan findings of uptake in the femoral component could be indicative of loosening. Zimmer package insert states loosening as a potential adverse effect of the surgical procedure. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest the revision surgery may be related to an issue for which zimmer previously implemented a corrective action. A field action was conducted on 04/19/2010 (z-2413-2010), in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate and confirming the correct technique for cementing the nexgen mis tibial component was followed. The device was implanted prior to this field action. The device history records for the tibial, femoral and stem components and bone cement were found to be conforming indicating the devices were manufactured, inspected, and packaged to specifications.

Event description:
It is reported that the pt is presenting with knee pain.